Manufacturer narrative:
Initial reporter occupation = district manager. PMA/510(k) number = k171764. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a left leg angiogram, an amplatz extra-stiff support wire guide unraveled upon advancement up and over the bifurcation. The wire and other manufacturer's sheath were advanced together, and the bifurcation was steep and narrow. There was no resistance felt during insertion, and the access site was not scarred or calcified. After the failure was noted, the wire was successfully removed from the patient intact. The user altered the tip of the wire guide prior to use by putting a "small shape" on the end. The wire guide was used one time and was kept hydrated while not in use. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects.

Manufacturer narrative:
Corrected information: e1: (B)(6). Summary of event: as reported, during a left leg angiogram, an amplatz extra-stiff support wire guide unraveled upon advancement up and over the bifurcation. The wire and other manufacturer's sheath were advanced together, and the bifurcation was steep and narrow. There was no resistance felt during insertion, and the access site was not scarred or calcified. After the failure was noted, the wire was successfully removed from the patient intact. The user altered the tip of the wire guide prior to use by putting a "small shape" on the end. The wire guide was used one time and was kept hydrated while not in use. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures, and a visual examination were conducted during the investigation. The complainant returned one amplatz extra-stiff support wire guide to cook for investigation. Physical examination of the returned device showed that the safety wire was exposed, and the wire was elongating severely in the middle. Cook completed a review of the device history record (DHR). The DHR for the reported lot number found one relevant non-conformance on two devices; however, all non-conforming product was scrapped, and the lot is inspected 100%. A review of complaint history records shows no other related complaints associated with the complaint device lot. The product IFU provided the following information: warnings this product is a delicate instrument. Avoid forceful angulation. Altering the tip¿s configuration or curve manually may damage the wire guide. Precautions inspect the wire guide for kinks or damage prior to use. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the returned device, complaint file, DHR, dmr, and IFU provide objective evidence to support that the device was manufactured to specification. Based on the available information and results of the investigation, cook concluded that the patient¿s anatomy contributed to this incident. The user states that the steep bifurcation of the vessel made it ¿difficult¿ to advance the devices. If the angulation required enough force, it likely caused the damage to the wire guide. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.